Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step in the central supply department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device was tested for ultrasonic sensor upstream air and deliver passing results. A review of the event history log revealed "air in line" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.